Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Subject ID: (B)(6). Study: (B)(6). Clinical notification received for revision of right total knee to address deep infection date of implantation: (B)(6) 2021. Date of revision: (B)(6) 2021. (Right knee). Treatment: I&d washout with revision of tibial insert.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device was received for examination. All available radiographs were reviewed and no evidence of implant fracture, disassociation or anything indicative of a device non-conformance was found. Infection was confirmed, root cause could not be established. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : no evidence or deficiency suspecting an error in manufacturing/material that would be a contributing factor in the reported event was identified. A manufacturing records evaluation (mre) was not performed.